Event description:
The customer contacted stryker to report a non-critical issue that occurred with their device during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue. Upon evaluation of the customer's device, stryker observed that several of the device's critical buttons were not functioning. As a result, defibrillation therapy would not be available if needed.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's user interface assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed the user interface pcb assembly and determined that the cause of the reported issue was due to pins 18 and 20 being partially shorted on pcb-mounted jack connector, designator j31.